Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensed noise on the right atrial (ra) channel which led to pacing inhibition. However, the patient was not symptomatic. The noise was from the minute ventilation signal, so the feature was programmed off. The system remains in service. The ra lead is a competitor's product. No adverse patient effects were reported.